Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned to synthes manufacturer for evaluation /investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon was reaming a femoral intramedullary (im) canal using the reamer-irrigator-aspirator (ria) system and the end of the drive shaft snapped off in the canal, leaving the reamer head and distal end of the drive shaft in the trochanter of the patient. The reamer head and drive shaft were safely removed from the patient¿s femur and the backup drive shaft was used to complete the surgery. It was noted that the power driver may have been set to ¿ream¿ instead of ¿drill¿ and may have produced too much torque for the drive shaft. The surgery was completed successfully with a 15 to 25-minute delay. The patient outcome is unknown. There's no additional information. This complaint involves 1 part. Concomitant device(s) reported: reamer head (part #: unknown, lot #: unknown, quantity: 1). (B)(4).